Event description:
A surgeon reported that bubbles were observed coming from the aspiration port of the probe during surgery. No patient harm was reported.

Manufacturer narrative:
One (1) lot number was identified with the complaint. No abnormalities that could have contributed to the complaint issue were found during the device history record review. The product was released according to manufacturer¿s acceptance criteria. A root cause has not been identified. (B)(4).